Manufacturer narrative:
Corrected field: b2 (outcomes attrib to adv event): "other serious (important medical events)" was changed with "required intervention to prevent permanent impairment/damage" upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact (not severed). Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. No characteristics that would have caused or contributed to the reported clinical observations were identified.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed sensing vector issues during the initial implant procedure, the automatic setup could not choose a proper vector so secondary had to be chosen manually and the implant was completed. The next morning, the patient complained of pain and a large pack of ice was put on his chest. Subsequently, the patient received an inappropriate shock and was re-admitted to the hospital where additionally, the smartpass feature was noticed to be disabled. Technical services reviewed the case and indicated the shock was likely a result of air entrapment and low/poor amplitude morphology signals the cause of the disabled smartpass feature. However, the air entrapment could not be confirmed. Reportedly, this patient is diabetic and a transvenous system is not an option due to a high infection risk. The s-ICD system was turned off while evaluations and reprogramming enhancements were being performed on the patient. After reprogramming was done, the s-ICD system was turned on again and another inappropriate shock was delivered due to low/poor amplitude morphology signals under alternate vector configuration. The s-ICD system was turned off once again and the patient was sent home with a life vest. The s-ICD system remained implanted and was eventually explanted and replaced with a transvenous system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
B2 (outcomes attrib to adv event): "other serious (important medical events)" was changed with "required intervention to prevent permanent impairment/damage."

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed sensing vector issues during the initial implant procedure, the automatic setup could not choose a proper vector so secondary had to be chosen manually and the implant was completed. The next morning, the patient complained of pain and a large pack of ice was put on his chest. Subsequently, the patient received an inappropriate shock and was re-admitted to the hospital where additionally, the smartpass feature was noticed to be disabled. Technical services reviewed the case and indicated the shock was likely a result of air entrapment and low/poor amplitude morphology signals the cause of the disabled smartpass feature. However, the air entrapment could not be confirmed. Reportedly, this patient is diabetic and a transvenous system is not an option due to a high infection risk. The s-ICD system was turned off while evaluations and reprogramming enhancements were being performed on the patient. After reprogramming was done, the s-ICD system was turned on again and another inappropriate shock was delivered due to low/poor amplitude morphology signals under alternate vector configuration. The s-ICD system was turned off once again and the patient was sent home with a life vest. The s-ICD system remained implanted and was eventually explanted and replaced with a transvenous system. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed sensing vector issues during the initial implant procedure, the automatic setup could not choose a proper vector so secondary had to be chosen manually and the implant was completed. The next morning, the patient complaint of pain and a large pack of ice was put on his chest. Subsequently, the patient received an inappropriate shock and was re-admitted to the hospital where additionally, the smartpass feature was noticed to be disabled. Technical services reviewed the case and indicated the shock was likely a result of air entrapment and low poor amplitude morphology signals the cause of the disabled smartpass feature. However, the air entrapment could not be confirmed. Reportedly, this patient is diabetic and a transvenous system is not an option due to a high infection risk. The s-ICD system was turned off while evaluations and reprogramming enhancements were being performed on the patient. After reprogramming was done, the s-ICD system was turned on again and another inappropriate shock was delivered due to low/poor amplitude morphology signals under alternate vector configuration. The s-ICD system was turned off once again and the patient was sent home with a life vest. This electrode remains implanted and will be eventually explanted. No additional adverse patient effects were reported.